Manufacturer narrative:
Updated data: b5. Added third paragraph. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the same day as the implant of a transcatheter valve, the valve was inactivated due to an unknown reason. Additional information was received that the valve embolized aortic during final deployment. A non-medtronic (edwards s3) second valve was implanted valve-in-valve. Additional information was received indicating that no pre-implant balloon dilation was performed. The valve was deployed bottom of pigtail at a depth of 2 mm on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc). Subsequently, the valve dislodged in the aortic direction to -3 mm on the ncc and -4 mm on the lcc. Per the physician, the patient had aortic insufficiency and this contributed to the dislodgement. A non-medtronic guidewire was used.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the same day as the implant of a transcatheter valve, the valve was inactivated due to an unknown reason.

Event description:
It was reported that on the same day as the implant of a transcatheter valve, the valve was inactivated due to an unknown reason. Additional information was received that the valve embolized aortic during final deployment. A non-medtronic (edwards s3) second valve was implanted valve-in-valve.

Manufacturer narrative:
Updated: a4, b5, d4, h4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that clarified the aortic insufficiency was severe paravalvular leak (pvl).